Event description:
The initial reporter questioned high results for multiple patient samples tested for ise indirect na for gen.2 occurring between (B)(6) 2022 on a cobas pro ise analytical unit. The following are examples of discrepant results for 3 patient samples: on (B)(6) 2022 sample ID (B)(6) initial result was 151.4 mmol/l. The repeat result was 144 mmol/l. On (B)(6) 2022 sample ID (B)(6) initial result was 150.1 mmol/l. The repeat result was 142 mmol/l. On (B)(6) 2022 sample ID (B)(6) initial result was 146.6 mmol/l. The repeat result was 139 mmol/l. The questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
On (B)(6) 2022 the field service engineer (fse) identified a broken waste tube causing leakage of rinse solution. Crystallization was also observed at the wash station; the sample probe was likely contaminated with sodium hydroxide (naoh) from the rinse solution. The fse replaced the tube, cleaned the sample line, and adjusted the sample probe. Calibration and qc were acceptable. Patient samples were run between the unit in question and a different ise module and the results were acceptable. The customer continued to have issues following the service visit. The fse returned to the customer site where a bent vacuum nozzle was found; the bent vacuum nozzle wasn't absorbing all the fluids. After replacing the vacuum nozzle, the customer has had no further issues. The investigation is ongoing.

Manufacturer narrative:
The evaluation result and evaluation conclusion codes were updated.

Manufacturer narrative:
The service maintenance performed by the field service engineer resolved the issue. Based on the information provided, the cause of the event could not be determined.